Manufacturer narrative:
Medtronic is unable to complete a software evaluation due to insufficient information. Manufacturer is unable to determine root cause since the event was recorded through a journal article and no further information was available.

Event description:
A medtronic representative reported an adverse event found during a literature review. "In the control group of patients in whom pss [pedicle screws] were inserted using CT navigation alone,...3 [pedicle screws] breached inferiorly or medially. One screw that breached medially was associated with new radicular pain, which resolved when the screw was revised." [Control group, age range (B)(6), required return to operating room per table 3]. This group had lumbar fusions from (B)(6) 2005 to (B)(6) 2007.

Manufacturer narrative:
Patient demographic information not available. Wood mj, mannion rj: "improving accuracy and reducing radiation exposure in minimally invasive lumbar interbody fusion" j neurosurg spine 12:533-539,2010. No information has been received from the authors for evaluation. While the studies indicate that other screws were suboptimally placed, the other patients are not considered complaints because the authors indicate satisfaction with navigation as reducing chances of malpositions; and malpositions in lateral or superior directions are not reported as authors consider them of "very low risk of causing neural injury," p. 536; and "2 overly long sacral screws" are cited as reasons for two of malpositions, p. 538.